Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (patient treated) has been confirmed. Review of treatment analysis concludes that the pt received 1 inappropriate shock. The pt had an inverted t wave and low-amplitude qrs which may have resulted in double counting and triggered the false detection. Upon evaluation, the inverted t wave and low amplitude qrs is likely a result of a frayed wire in ECG electrode "c". The frayed wire caused the cable to ground out. The root cause of the frayed wire cannot be positively identified but is likely a manufacturing error. In addition, noise interference was discovered. The cause of the noise interference is pinched wires in the trunk cable. The root cause of the pinched wires cannot be positively identified. The response buttons were used only briefly during earlier detections but not before treatment was delivered. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt had been treated. The pt was issued a replacement electrode belt.